Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump had a high-pressure warning. This was discovered during a procedure with no patient harm. The case was reported to be completed successfully.